Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device ruptured approximately half way through a patient chemotherapy treatment. The device was infusing 5-fluorouracil when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device ruptured approximately half way through a patient chemotherapy treatment. The device was infusing 49 ml of 5-fluorouracil with a physiologic solution when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the root cause for ruptured reservoirs experienced on coiled tube infusor devices is currently being investigated under CAPA (B)(4).